Event description:
"Patient's IV was leaking at the "y" junction of the set." Despite baxter qm efforts, no info was provided regarding pt demographics, pt history, doses used, procedures, and medical intervention.

Manufacturer narrative:
The device was discarded by the facility; therefore, no evaluation will be performed.